Manufacturer narrative:
(B)(4). Date sent: 2/8/2022. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H11=corrected data=d4; h4. D4: lot: u40r4f. D4: expiration date: 10/31/2025. H4: device manufacture date: 11/12/2020.

Manufacturer narrative:
(B)(4). Batch #: unknown. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The lot/batch/serial number was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please provide more details about the statement ¿cut the vein instead of clipping it..¿ did device cut the vein? If yes, was there any bleeding? If yes, how was the bleeding controlled? What amount of blood loss (mls) occurred? Was a transfusion required? Was there any change to the procedure as a result of the event? Were there any patient consequences as a result of the product issue?

Event description:
It was reported that during an unknown procedure, the device cut the vein instead of clipping it. One staple on two functions. Patient consequence was not reported.